Event description:
It was reported that during a tonsillectomy procedure using an evac 70 xtra wand, the pt sustained a burn on the bottom lip when the surgeon removed the wand from the surgical site. No additional info was provided regarding the severity of the burn or any treatment administered. There were no additional pt complications reported as a result of this event.